Event description:
Device was used during a laparoscopic hernia repair procedure. Reportedly, the balloon did not unfold properly. When opened the balloon inflated only on one side and tore fascia. The surgeon converted to an open procedure. The hosp reported the pt's status is satisfactory.